Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in an unknown duration of pacing inhibition. The patient was noted to be pacemaker dependent. The cause of noise was not determined. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The terminal segment of lead only was returned severed 47 centimeters (cm) from the terminal pin. Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise and oversensing is likely the result of the lead damage observed by the laboratory.